Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance levels and a possible lead fracture was suspected. Physician chose to extract and replace the rv lead. No patient complications have been reported as a result of this event.